Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient tried adaptive stimulation with their device, but it didn't work. The patient clarified that they experienced random uncomfortable stimulation changes in stimulation intensity and the adaptive stimulation functionality just never worked right for them the patient stated that they had met with a manufacturer's representative (rep) who worked with their programming and decided to disable adaptive stimulation. No further complications were reported or anticipated. (B)(4) (con, rep): no new information was reported.